Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead has unresolved noise. The noise cannot be reproduced consistently. The noise occurs when rv sensitivity is 10mv. Lead impedances are stable. Tech services finding increasing chatter originating in header or lead. Patient was opened on (B)(6) 2016. No other information was provided. It is believed that this lead remains implanted.